Event description:
Distal end of instrument tube/shaft bent at orange caution area of instrument, unable to be installed into obturator because instrument is distorted. Instrument never used/ did not reach pt. (This instrument was part of a vendor product alert.)